Event description:
It was reported that during a da vinci-assisted radical cystectomy (with ileal conduit) surgical procedure, the customer encountered an error 307 on the universal surgical manipulator (usm) 3. The customer rebooted the system, then error 319 occurred repeatedly. The user received phone assistance from the technical support engineer (tse). The user was instructed to reboot and hard-power cycle the system, but the issue persisted. The user disabled the usm 3 and continued with the procedure with the remaining 3 usms. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter confirmed that the system functionality was checked upon powering the system and no errors were detected. The procedure was completed with the remaining 3 arms.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) 3 to resolve the error 319. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has received the da vinci product involved in this complaint to perform failure analysis. The usm was analyzed and the reported failure (error 319) was confirmed via the error logs and replicated in-house. The unit was tested on an in-house system in normal mode where it failed with error code 319. The unit was also tested on a patient side cart fixture test platform (pftp) where it failed the fiber test for the rolling loop. After further investigation, the rolling loop was found to be misaligned and damaged.